Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, no power to device and screen was black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had no power and screen was black. A field service engineer (fse) found that the power cord to the station had been ripped open and cut after getting caught underneath the earthquake mount. The cable was replaced, but the station still did not power up. Further investigation revealed a bad controller board on drawer 6, which was replaced, and the station powered up successfully. A hardware test of drawer 6 was completed, and preventative maintenance was performed on the pyxibus cable. The system functioned as intended after the field service engineer repaired the device.